Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 months following the implant of this transcatheter bioprosthetic valve, the patient complained of strong dizziness during an outpatient visit. A computed tomography (CT) scan revealed significant accumulation of thrombus in the sinus of valsalva (sov) and blood clots indicating hypoattenuated leaflet thickening (halt) adhering to the right coronary cusp (rcc) of the evolut. As such, anticoagulants (elicus 10 mg) were administered over 2 weeks, and a post-treatment CT showed resolution of the halt. The patient was scheduled for regular follow-up at the outpatient clinic. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. The final implant depth on the non-coronary cusp (ncc) was 6 millimeter¿s (mm), and the final implant depth on the left coronary cusp (lcc) was 7 mm. The thrombus was located on the right coronary cusp (rcc). With the information available, a conclusive root cause of the thrombus cannot be determined. Hypoattenuated leaflet thickening (halt) can be a manifestation of structural valve dysfunction (e.g. Calcification). Several factors can contribute to the onset and propagation of this failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. With the information available, a conclusive root cause could not be determined; however, the thrombus observed may have been a contributing factor. Anticoagulants were administered and a post-treatment computed tomography (CT) showed resolution of the halt. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three jpg images, one magnetic resonance imaging (MRI) image, and two computed tomography (CT) images were provided for review of the event. The MRI image is not relevant to this review. Implant depth appears to be over 5mm deep. Possible plaque/thrombus can be seen inside right cusp of the native valve. The right leaflet of the evolut valve appears thickened with possible pannus/thrombus. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final implant depth on the non-coronary cusp (ncc) was 6 millimeter¿s (mm), and the final implant depth on the left coronary cusp (lcc) was 7 mm. The thrombus was located on the rcc, and the valve was implanted in a previously implanted surgical valve. Anti-platelet and anticoagulation therapy were used following the implant of the valve. No additional adverse patient effects were reported.